Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
Pt reported an elevated blood glucose value on (B)(6) 2011 of 260 mg/dl. Pt's normal blood glucose value was not provided. Pt stated this was the first time she has had this problem. Pt reported the skin around the infusion set needle sometimes is reddened. Pt stated, the issue occurred during the night and she inserted a new infusion set this morning. Pt reported, she noticed the infusion set cannula was bent. Pt uses the insertion assist plus device to insert the infusion sets. Pt stated she did not see any traces of insulin during her therapy. No further info is available. The pt did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion set for eval.